Event description:
It was reported that during a pre-planned endarterectomy operation (with patient under general anesthesia) (B)(6) 2013 to surgically repair a common carotid artery, as also pre-planned, a 7.0mm x 20mm x 135cm absolute pro stent system was advanced via direct carotid access, retrograde, without resistance and positioned at the non-heavily calcified target lesion in the non-heavily tortuous common carotid ostium. During deployment without any unusual resistance, the stent moved forward and deployed in the aorta instead of the common carotid artery. As the expanded stent diameter was smaller than the aorta diameter, the stent was successfully snared from the aorta via femoral access (new puncture site) and retracted from the anatomy with no endothelial damage. A decision was made to leave the vessel untreated. As of (B)(6) 2013, the patient is reportedly fine and recovered from the planned operation; there have been no adverse patient sequelae. However, deployment at an unintended site caused a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the absolute pro biliary self expanding stent system instructions for use (IFU) states: the absolute pro .035 biliary self expanding stent system is indicated for palliation of malignant strictures in the biliary tree. Based on the information reviewed, there is no indication of a product deficiency.